Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that there was no abnormality and no errors occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had a reboot error (error code unknown). The issue was found during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.